Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a male patient was treated on (B)(6) and (B)(6) 2019 with coolsculpting to the lower abdomen using a coolmax applicator. In (B)(6) 2020 the patient experienced weight gain, stiffness, and visible enlargement to the treated area. On 29-jan-2021 the patient was treated with manual liposuction to the lower abdomen. The patient was assessed by a physician who is concerned the patient has developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.